Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the patient was receiving a cytarabine 1000ml chemotherapy infusion via a secondary tubing set, as well as, a primary infusion of d5w 500ml. The cytarabine infusion bag was hung higher than the d5w 500ml bag with tape on the d5w primary tubing set pinching off the d5w. It was noted that the d5w 500ml bag appeared be fuller than 525ml and there was concern that the chemotherapy medication backflowed into the d5w 500ml bag. There was no patient harm.